Event description:
The customer stated that he performed control tests and received results of 233 and 262 mg/dl. While troubleshooting, the customer performed 2 more control tests and received results of 178 and 172 mg/dl. The normal control range was 96-132 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 41 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.